Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the articular surface provisional was returned to zimmer biomet in a fractured state. Attempts have been made, however, no additional information is currently available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibited signs of repeated use (nicked/gouged) and was fractured on the lateral side of the post. Fracture analysis identified that the fracture is consistent with bending overload or low cycle fatigue culminating in bending overload. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.